Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported air is appearing in the tubing between the pump and the patient. The feeding set is not leaking. There was no harm to the patient.

Manufacturer narrative:
Investigation summary: the customer reported air is appearing in the tubing between the pump and the patient. The feeding set is not leaking. There was no patient injury/harm reported. The device history record (DHR) review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. One (1) used sample was returned for evaluation. Visual inspection and functional testing performed confirmed the reported issue of air in line. An investigation has been initiated to determine the root cause of this confirmed product issue. This event will be used for tracking and trending purposes.